Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2426-0007 and lot# 24039028 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following: event details: ¿after trazimera was flushed with normal saline, patient reported that there's fluids on the floor (estimated less than 10ms). Rn checked and noted fluids were leaking from the tubing inside the alaris pump that was used for trazimera infusion (rn did not noticed any leak during the infusion earlier). Rn cleaned the spill area per protocol and assured patient that he received most of the treatment. Incident also reported to primary md.¿